Event description:
Alleged event: healthcare professional reported via sus voluntary medwatch (uf/importer report #(B)(4)) left side "five patients with mentor breast tissue expanders developed infections after surgery of a non-abbvie device. Device status unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".